Event description:
A malfunction code identified as malf 12 was reported. There is no reported impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction persisted, leading to the decision to replace the pump. The customer switched to multiple daily injections (mdi) as a backup therapy and was guided on how to put the pump into storage mode before returning it. The problematic pump is to be sent back using a pre-paid label within ten days.